Manufacturer narrative:
Device evaluation: a direct correlation between the reported ischemic stroke and the device could not be determined; however, approved labeling lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt complained of impaired vision. A CT scan revealed the pt had a recent ischemic stroke. The pt was admitted and administered medication.